Event description:
Patient was undergoing bilateral removal of tissue expanders with placement of permanent prosthesis. Surgeon was using the bovie and the skin adjacent to where he was working sustained a burn about 2 inches in length and 1 inch wide. At the end of the procedure antibiotic ointment was applied to the burned area and covered with telfa dressing. The bovie machine was checked out by biomed department and found to be in good working order.